Manufacturer narrative:
The insulin pump was received with stripped battery cap coin slot, cracked battery tube threads, minor scratched lcd window, and cracked reservoir tube lip. Failure analysis was unable to confirm battery out limit due to stripped battery cap coin slot.

Event description:
The customer reported via phone call that they had a battery out limit alarm on the insulin pump. It was also found the insulin pump turned off and the customer was unable to replace the battery cap due to the battery cap being stuck. The customer's blood glucose was 400 mg/dl at the time of incident. Customer stated they have treated for their blood glucose. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.